Manufacturer narrative:
H.6. Investigation summary: material #: 367365 lot/batch #: 2301548 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The competitor containment device (terumo blood collection tube) used in conjunction with our wingset and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the wingset sleeve, causing it to pull off, exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. This complaint is unable to be confirmed for the indicated failure mode damaged sleeve.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve of one device is damaged. No patient impact reported.